Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used with the same results. The surgeon made the hole surgically smaller, inserted a 6fr sheath and a starclose se device was used to achieve hemostasis. A 14fr sheath was initially used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the posterior portion of the foot was broken off and was not returned. Failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. The needle trajectory of every device is checked during manufacturing. The possible root cause for the posterior foot break is related to operational context in the use of the device. Patient anatomical conditions such as obesity and calcification can interfere with needle deployment, causing the needle to deflect and strike the foot, breaking it. Calcification or other body material trapped under the foot during deployment can interfere and may break the foot. Reportedly, the common femoral artery was moderately calcified. The perclose proglide instructions for use states: the safety and effectiveness have not been established, in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. Whether this contributed to the reported experience could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.